Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs indicated that the 30 joule test was being attempted with incorrect joule setting. Review of the log confirmed that 30 joule tests were successful when the proper criteria was met. The device was recertified and returned to the customer. No trend is associated with reports of this type.